Event description:
It was reported that during a procedure when connecting the catheter all signals disappeared. All catheters were disconnected and connected separately. When the lasso catheter was re-connected all the signals reappeared. Upon further follow-up it was confirmed that the signals loss was confirmed to on all channels, including the 12 leads of body surface ECG's and all intracardial (ic) recordings on both carto 3 and ep recording systems simultaneously. The user proceeded by changing to a new catheter. The case was completed. No patient consequence was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a procedure when connecting the catheter all signals disappeared, including the 12 leads of body surface ECG's and all intracardial (ic) recordings on both carto 3 and ep recording systems simultaneously. All catheters were disconnected and connected separately. When the lasso catheter was re-connected all the signals reappeared. The returned device was visually inspected upon receipt and it was found in normal condition. The catheter was tested for electrical performance and was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.